Event description:
It was reported by the patient's mother that the patient developed an infection at the Pod¿s insertion site Leg while wearing the device between 37 and 48 hours. The patient's mother reported the infusion site to have purulent drainage, redness, and swelling. The patient's blood glucose values reached 400 mg/dL. As treatment, a new pod was placed and the patient used prescribed topical medication that had been recommended by a university hospital. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.6Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: Dexcom G6.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.